Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to be implanted. The lv lead was not used. The physician opted to implant left bundle branch area pacing (lbbap) lead to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found no anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.